Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt in the objective lens and bent as well as dented outer tube. A definite root cause could not be identified tracing to the device malfunction "dirt in the objective lens". Based on the results of the investigation, the most probable cause of the malfunction "bent as well as dented outer tube" and "cut in the cord" was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had cut in the cord and the issue was identified at reprocessing. There were no reports of patient involvement.